Manufacturer narrative:
Analysis confirmed that the transmitter would not power up, the chip was damaged and the circuit board exhibited burn marks.

Event description:
It was reported by the patient that the transmitter had been struck by lightening and would not power up. The power cord was unplugged from the outlet and plugged into a different power source and still would not power up. The unit would be replaced.

Manufacturer narrative:
Failure event observed during analysis.